Event description:
It was reported that a small volume intermate leaked during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was manufactured between 01/07/2013 - 01/08/2013. A review of all batch record documents was performed and no issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.